Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. The detached limb was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that approx two years post ivc filter implant imaging demonstrated that two filter limbs had detached and remained endothelialized in the wall of the vena cava. Reportedly, one limb was adjacent to the filter and the other was located just below the filter. During the scheduled retrieval, the filter could not be retracted into the introducer sheath as the filter limbs were embedded in the wall of the ivc. During this retrieval attempt, the detached filter leg located below the filter was retrieved without incident. However, another filter leg detached and remained lodged in the cava wall. The next day, there was a second unsuccessful filter retrieval attempt. The pt is currently asymptomatic and the filter remains implanted.